Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Following the events outlined in MDR 3004742232-2021-00235, a new diamondback coronary orbital atherectomy device (oad) was used for additional treatment. Atherectomy was performed smoothly during the first and second 80krpm treatments in the left circumflex artery. The driveshaft fractured during distal-to-proximal treatment at 120krpm. The oad and wire were removed from the patient. A new guidewire and guide extension catheter were introduced into the artery to retrieve the fragment. A stent was placed following several angioplasty inflations. The patient remained stable.